Manufacturer narrative:
Product complaint (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the femoral impactor broke on the back end of the handle. The t-handles; just received 2 brand new ones and these both failed on first use. The mechanism to lock drill to the handle were frozen on both and would not lock onto drill.

Manufacturer narrative:
Product complaint (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information, which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained, that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: according to the information received, ¿it was reported that the femoral impactor broke on the back end of the handle. The handle has been in service for years, so it was believe it just failed from use. The t-handles that just received 2 brand new ones and these both failed on first use. The mechanism to lock drill to the handle were frozen on both and would not lock onto drill. They have not even been used¿ the product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that excel t-handle has the white plastic handle cracked, across the intersection of the shaft. No other cosmetic defects were observed. Functional testing with a sample mating device (product code: 227430500) revealed that the excel t-handle was able to hold and release the hudson adapter as intended. The reported complaint condition was not able to be confirmed. A dimensional inspection was not performed as it is not applicable to the complaint condition. Previous investigations found based on the data acquired during failure analysis, the t-handles are cracking due to environmental stress cracking. This is due to a combination of normal loading/usage of the instrument and high cycle cleaning/decontamination over the life of the device. The lifecycle requirements of the device are event related and depend on the use and inspection of the device in clinical practice. As the device can be damaged on the first or 100th use, the device must be properly inspected prior to each surgical use. Refer to the device/country specific IFU for information related to end of life, reprocessing instructions, and inspection procedures. The overall complaint was not confirmed as the observed condition of the excel t-handle would not contribute to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed. Added: a1, a2 (age, dob) , a3a, b5. Corrected: h3, h6 (health effect - impact code & health effect - clinical code).

Event description:
Additional information received states that there was no surgical delay and no patient consequences.